Event description:
Report received from an international affiliate of a disconnection and blood loss. The report reads: "the line disconnected and snapped from the 3 was cap. The pt's blood ran into the operating table during the operation. No adverse pt reaction reported." Though requested, no additional info was provided.